Event description:
It was reported that the right atrial (ra) lead was explanted due to high threshold values and poor sensing. Physician planned to reposition but the lead was twisted. It was believed that twiddler syndrome resulted in twisted lead. As a result, a new ra lead was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. The set screw marks were in correct location on the terminal pin. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection showed signs of twist in the outer insulation - consistent with twiddler's syndrome.

Event description:
It was reported that the right atrial (ra) lead was explanted due to high threshold values and poor sensing. Physician planned to reposition, but the lead was twisted. It was believed that twiddler syndrome resulted in twisted lead. As a result, a new ra lead was successfully implanted. No additional patient adverse effects were reported.